Event description:
It was reported that during a supply change for an inset infusion set, the initial insertion failed to deploy into the body, which was resolved on a second guided attempt after troubleshooting and education; the event aligns with a use-related issue involving improper or incorrect procedure affecting the cannula and infusion set connection. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.